Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The guide wire was returned for evaluation. The coil wire of the returned guide wire was fractured and elongated for approximately 80mm at approximately 75mm distal to the proximal solder that originally located at 120mm from the tip on purpose to fix the coil wire onto the core wire. Torn polymer jacket fragments were found on the elongated coil wire. At approximately 90mm from the proximal solder, the exposed core wire was found fractured. There was a bend proximal to the fracture end. Observation by scanning electron microscope revealed circumferential cracks caused by tensile stress appeared on the bent core wire shaft proximal to the fracture end. Necking of the fracture end was also observed. The fracture end of the coil wire showed characteristics of fracture by torsion that was likely generated as coils structure became straightened. Measurement of the returned guide wire supported that approximately 30mm of the core wire and approximately 40mm of the coils were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending and tensile stress generated with wire manipulation had contributed to the observed fracture. The applied stress would exceed the product's design limit as the tip was being trapped possibly by bent segment of the lesion. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, the missing tip segment was not returned; therefore, a potentially that the missing segment might be left in the patient could not be completely ruled out. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position. [Otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention was performed to treat a severely calcified 90-99% occlusion in the moderately tortuous iliac artery. An asahi guide wire was used to treat the occlusion when its coil wire was noted elongated. A new guide wire was replaced to resume the procedure. The blood flow was successfully reestablished by balloon dilation. There were no adverse patient effects associated with the guide wire.